Event description:
Medics responded on a medical call, the patient was connected to the device with ECG electrodes. Reportedly the device operated as expected within the patient's home, but while moving the patient to the transport rig the device began to charge without request. The device operator stated the therapy electrodes were not attached to the patient during the call. The device operator stated the device charged four times during the transport. The reporter stated there was no adverse effect to the patient due to device operation.